Manufacturer narrative:
The customer contacted the ccc specialist and stated that they desconfigured the loci module through the configuration screen. A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and did not find any issue with the loci module. The cse followed-up with the customer over the phone. The customer replaced the loci fan. A siemens headquarters support center (hsc) specialist reviewed the data and indicated that the loci fan did not require replacement and there was no evidence of smoke, burnt wires and burnt out components on the dimension exl 200 instrument. The cause of the smoke being emitted from the loci fan is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension exl 200 instrument contacted a siemens customer care center (ccc) specialist. The operator stated that smoke was emitted from the luminescent oxygen channeling immunoassay (loci) fan. There are no reports of injury to staff, damage to property, or impact to patient samples.